Manufacturer narrative:
Product analysis team has completed its investigation. Resluts of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, no; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location no and tissue present/describe no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar / anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The instrument was reloaded and fired. It fired and formed all the staples as designed. The breakaway washer and test media were fully cut. It could not be ascertained as to why the instrument reportedly did not cut. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
The device was used during a low anterior resection. It was reported the instrument was fired, the normal crunch was heard, but the stapler had not cut through the tissue. Surgeon had to incise tissue from above to release stapler and create proper anastomosis. This was done by hand. There was no consequence to the pt.